Manufacturer narrative:
Product analysis: analysis confirmed that the output connector assembly was broken. It was also found that the display wires were pinched, but the insulation was not compromised. The display flex was creased, but functioned as normal. The keypad was also scratched. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken connector. The epg has been returned for service. There was no patient involvement.